Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 7/2/2019. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site in a little jar. The product is inspected by a qualified inspector using a microscope with a 12x magnification. It can be seen that there are forceps'' marks on both side of the optic body. Investigation of the return sample and the condition of the return sample do not suggest the damage was introduced during manufacturing. The complaint issue reported was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search of complaints revealed no similar complaints were received for this production order number. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA: 010215.

Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted from the patient's left eye due to subluxation causing halos. In further follow up, it was reported that the patient was seen (B)(6) 2019; where the halos were first noticed. Doctor had the patient return two (2) weeks later to see if there was any improvement and to determine which eye had the halos. Patient returned on (B)(6) 2019, and still complained of haloing in the left eye. Patient was unhappy and wanted the lens exchanged. The lens was replaced with a non j&j lens. The patient was reported as happy and doing well post op. No further information was provided.